Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Additional narrative: from the device design perspective it can be stated, that the parts are designed that they will always fit together. (Tolerance stack-up/mating parts). The parts got inspected with functional gauges during the manufacturing process. The axis of the locating pins has to be aligned with the mating bores when the aiming arm is assembled with the insertion handle. If parts are not aligned properly, damage can occur when parts are being forced together. The manufacturing documents do show conformity to the specifications. No product fault could be detected. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a demonstration in a doctors office, the aiming arm and the insertion handle would not go together. The two parts were forcibly put together. After the demonstration the parts were forcibly separated. A piece of the aiming arm broke off and was stuck to the insertion handle. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.